Manufacturer narrative:
The device has been received by anspach. The device has not yet been evaluated. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "heating." The device was not used during procedure. No patient or user injuries were reported. There was no additional information provided.